Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product: 6948 defib lead (B)(6) 2007; 4194 non-defib lead (B)(6) 2007; 5076 non-defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.